Event description:
It was reported that during anesthesia and surgery the pulse oximetry oxy-f-db spo2 sensor attached to an as/3 monitor indicated a value of 100% o2 saturation. The pt's nails and face became cyanotic. The surgery was paused and the pt was manually ventilated with 100% o2 to restore oxygen saturation. An alternate sensor was used to complete the procedure. There is no report of long term impairment to the pt.

Manufacturer narrative:
Upon (B)(4) law, pt info is considered confidential and will not be released by the site. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.